Event description:
It was reported the patient presented with phrenic nerve stimulation caused by the left ventricular lead. The left ventricular lead was explanted and replaced. There were no patient consequences.

Event description:
It was reported the patient presented with phrenic nerve stimulation caused by the left ventricular lead. The left ventricular lead was explanted and replaced. There were no patient consequences.